Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the issue was observed when the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom driver exhibited a "red alarm" and asterisks for fill volume and cardiac output readings after being unplugged from ac power . The customer also reported that the patient switched to the back up freedom driver without adverse patient impact.

Manufacturer narrative:
Additional information: section b5. The driver's alarm history was reviewed and revealed a 49 alarm fault code. This is likely the customer-reported alarm, caused by the cardiac output being too low (less than 3.5 lpm) for long enough to be a permanent time-out (4 minutes 15 seconds). The driver passed all incoming functional test requirements with no issues. The mock tank was then adjusted by increasing the water level in the right atrial pressure chamber until the driver exhibited an alarm when the cardiac output dropped below 3.5 lpm, as designed. This reproduced the customer-reported alarm, asterisks on the display, and the recording of a 49 fault code. A possible cause for the reported alarm experienced by the patient could be attributed to the patient conditions as reported by the customer. An alarm for low cardiac output (below 3.5 lpm) records as a fault alarm after 4 minutes, 15 seconds of continuous alarm conditions without resolve. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4772 follow-up report 1.

Event description:
The customer also reported that the patient has been drinking increased fluids and many cans of coke recently and has not been following his daily weights etc.